Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the instrument was function tested multiple times without incident.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on (B)(6) 2015. During the procedure, upon impaction of the shell, it was noted that the shell was stuck on the inserter. The shell with the inserter still attached was removed from the patient, and the acetabulum was reamed to 56mm and a 58mm shell was inserted with a curved inserter without any further issues or a significant delay to the procedure.